Manufacturer narrative:
The technician replaced the tape switch kit and bed exit worked fine. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged the bed exit would not alarm. No pt impact.